Event description:
It was reported that the customer was hospitalized high blood glucose a month ago, and she has been admitted again the past week. The blood glucose reading was 452mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and were accurate. Assisted the caller to run a high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.